Event description:
It was reported that atrial fibrillation and atrial flutter occurred. The patient presented with a heart attack. A 3.00 x 38 synergy drug-eluting stent and a 4.00 x 12 synergy drug-eluting stent were implanted; however, the patient stated that one of the stents did not work but remains implanted. The patient experienced atrial fibrillation and atrial flutter and was scheduled for cardiac ablation consultation.

Manufacturer narrative:
Implant date: used the date when the patient presented with heart attack as no information was provided.